Event description:
A cartridge alarm was reported for a pump during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, thus indicating no adverse impact. Technical support assisted the customer with loading a new cartridge, but the alarm recurred, leading to a decision to replace the pump. The customer planned to use multiple daily injections as a temporary backup insulin therapy.